Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unknown) the device displayed "bridge test failed" and "defib fault 78" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.